Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of insufficient bond between cement-implant interface and/or cement to bone interface leading to aseptic tibial and patellar loosening. The tibial tray being implanted for over 10 years could also have been a contributing factor in the reported loosening. The wear seen on the tibial insert may be the result of cement debris from the loosening components. However, this cannot be confirmed based on the information provided and potential contributions of user or patient-related considerations could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-06-0340 - tru cc femoral size 4 right. (B)(6) 02-010-06-0541 - tru post. Aug. Size 4, 5mm. (B)(6) 02-012-64-1880 - tru fluted stm ext 18mm x 80mm blast. (B)(6) 02-012-65-4013 - tru cc tib insert size 4, 13mm. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised approximately 4 years post initial operation. Subsequently, the patient presented to surgeon with a loose tibia and patella. Surgeon removed a 38 patella, a size 4f/3t tibial tray and a 14 x 25 tibial stem. Also the liner was a size 4/13mm constrained ps insert. The surgeon revised to a the tibia to a 4f/3t with a 16 x 80 stem. The patella was revised to a 41mm three peg patella. A 32 tibial metaphyseal cone and a. 4/19mm constrained insert. The patient is extremely active and does manual labor for work. Patient was last known to be in stable condition following the event.